Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3. H6. H11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. In addition, the following reportable malfunction was found during the device evaluation: defective socket. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was visible due to a defective socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - full facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had no image. The issue was found during procedure. There were no reports of patient harm.